Event description:
It was reported there was air bubbles in the patient line of the cassette during fill one of six of peritoneal dialysis therapy. The patient was connected to the homechoice device for therapy. The care giver (cg) stated the patient line did not fully prime prior to the patient connecting and starting therapy. The cg noticed a lot of bubbles in the patient line and they were unsure as to why the line did not prime fully. The technical service representative reviewed proper procedures with the cg. The patient would complete therapy using all new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of air in line where the patient line was not properly primed. The patient line not being properly primed is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.